Event description:
It was reported that, during set up for a cori assisted tka surgery, it was noticed that two (2) real intelligence robotic drill appear to have come apart where long attachment is connected. The procedure was performed, without any delay, by manual procedure. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) intended for treatment was returned for evaluation. The reported problem was confirmed with a visual inspection. The wavespring is missing from the nosepiece. A functional evaluation was not performed as the complaint has been visually confirmed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with mishandling during shipping, storage, use or reuse of the device, wear and tear over time. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.